Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed an alert for non-sustained rv oversensing due to oversensing of myopotentials. The device was reprogrammed and remains implanted. No further issues have been reported.